Event description:
It was reported that device entrapment occurred. On an unspecified date, a non-boston scientific stent was implanted. In march2023, in stent restenosis was noted in the 50% moderately tortuous and non-calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was successfully inserted and inflated. However, upon removal the middle part of the balloon was caught at the ostium and could not be removed. Hence, it was considered that the device was caught in the strut of the stent, but it was unknown whether it was caught in some parts of the wolverine blade or other factor. The device was forcefully pulled out and the procedure was completed with this device. No patient complications reported.

Event description:
It was reported that device entrapment occurred. On an unspecified date, a non-boston scientific stent was implanted. In march2023, in stent restenosis was noted in the 50% moderately tortuous and non-calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was successfully inserted and inflated. However, upon removal the middle part of the balloon was caught at the ostium and could not be removed. Hence, it was considered that the device was caught in the strut of the stent, but it was unknown whether it was caught in some parts of the wolverine blade or other factor. The device was forcefully pulled out and the procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. There were traces of solidified contrast media present inside the balloon. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. All blades were fully bonded onto the balloon and exhibited no signs of any stent damage. A visual and tactile examination found no kinks present along the hypotube. A visual and tactile examination found no damage along the shaft polymer extrusion. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands. The device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure of 12 atmospheres with no issues noted. A vacuum was applied and the balloon deflated fully with no resistance. The encore was tested before and after use using a druck pressure gauge, with no anomalies noted.